Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 600.6835. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives error message 600.6835 on device, after flashing operate software version 9.33 (8015, s/n (B)(4)). Case resolution: customer receives error message 600.6835 on device, after flashing operate software version 9.33 (8015, s/n (B)(4)). Explained problematic fault to produce the error message. Informed customer to transfer the network configuration package through system maintenance. Explained how to edit the current task list for transfer network configuration package. Interface with customer through remote session. Assisted customer to step though transfer of network configuration package through system maintenance. Customer able to verify error message eliminated, network association, and identify data set transferred. Customer to call back, if any further issues or concerns. End call. (B)(4).